Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) while wearing the lifevest. The patient was reportedly at home and in bed with his daughters present at the time of passing. Prior to passing, the patient received one inappropriate treatment from the lifevest. From 7:22:32 to 7:29:07, an arrhythmia was detected. The patient's ECG shows that the rhythm was polymorphic non-sustained ventricular tachycardia (nsvt) at 150 bpm transitioning to polymorphic ventricular tachycardia (vt) at variable rate of 120 to 150 bpm with varying amplitude. The varying heart rate dropping below the treatment threshold of 150 bpm prevented the lifevest from delivering a treatment during the vt. A non-treatable rhythm was detected at 7:29:10. At 7:35:15, the patient received the treatment, the patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole with intermittent cardiac activity. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient remained in asystole until 7:54:49 when the device was shutdown. There is not indication that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.